Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they lost wireless communications to some of the bedside monitors that communicate with the acuity centralized patient monitoring system. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event.